Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A case manager reported via phone call indicating that a customer was hospitalized for diabetic related issues. No further information was proved about the cause of the incident or the hospitalization. The product was not returned for analysis.